Event description:
The manufacturer received information from the competent medical authority that a patient had expired while using a ventilator. The patient was found deceased in a wheelchair with the ventilator not functioning. The ventilator was not plugged into ac power and had been utilizing battery power and allegedly did not alarm for low battery power. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of a patient found deceased on a ventilator not functioning while in a wheelchair and the ventilator did not alarm for low battery power. The customer reviewed and evaluated the device's event log and determined that the device worked as it should and alarmed correctly. The customer concluded the patient expired due to the caregiver not responding to the alarming device.